Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. After multiple attempts, the pod data could not be downloaded, and shelf mode current could not be measured. Due to the partial/all data loss, it could not be determined if a hazard alarm occurred. Therefore, the cause of the reported hazard alarm event could not be determined. Measurement of the battery voltages found all three battery voltages to be insufficient. The pcb assembly was inspected and no damages or deficiencies were observed. No damages or deficiencies were observed with the device that would have contributed to the low battery voltages or a hazard alarm. The exact cause of the low battery voltages could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a hazard alarm occurred during device operation. The blood glucose level rose to over 250 mg/dl. The pod was worn for between 24 and 36 hours on the leg. Investigation of the device found that the voltage of all three batteries was insufficient.